Event description:
It was reported that the tubing set separated from the upper fitment prior to being placed in the device and prior to programming the tacrolimus infusion. The tacrolimus medication bag is sent from the pharmacy to nursing pre-spiked and wrapped with a rubber band. Upon the medication arrival, the nurse will remove the rubber band, straighten the tubing set and then place it into the device. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer report of tubing coming apart could not be confirmed due to the product not being returned for failure investigation. The root cause was not identified as no product was returned. Patient was an older adult (elderly) african american female

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing came apart at an unspecified location prior to being placed in the infusion pump and prior to being programmed.